Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the patient was trying to connect with communicator and getting device not responding. Caller was under the impression that the communicator didn't hold a charge and stated they thought this was due to seeing device not responding. Patient confirmed bluetooth light was on communicator and over ins. When patient repositioned communicator it connected to ins. Patient stated they had been noticing about a month ago that the ins moves a little bit. Patient stated when they moved on the bed they felt a little discomfort. The agent reviewed that if the issues continued the patient may want to inform their doctor.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and stated that they were still able to connect to see their ins settings but it didn't stay up forever and that the screen would eventually go "black" and that they would try to "get it back up and running" but the therapy must be "off" because their symptoms would "go right through" them. Patient services reviewed with the patient that the external devices couldn't stay connected forever, but as long as they left the ins on, the ins would stay on and redirected the patient to follow up with their hcp to discuss their symptom concerns and the ins slightly moving. Patient stated they would reach out to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.